Manufacturer narrative:
No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. Root cause for the complaint condition could not be determined. Potential root causes: solution quality issue ¿chemistry and microbiology data must meet regulatory requirements prior to release. Consumer mishandling - no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. Event related to consumer physiology ¿ no conclusion can be made regarding the contribution of unique consumer physiology as this factor is outside the control of the manufacturing facility. Event related to surgical technique ¿ no conclusion can be made regarding the contribution of surgical technique. Lot specific evaluation is not possible without the lot code being reported. No further action is required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Literature article: a case of acute retinal necrosis with visual impairment due to silicon oil, yumi asahina et al. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature received stated that a patient was referred to hospital with decreased visual acuity in the right eye and had inflammation in the anterior chamber and ciliary injection. The fundus showed vitreous opacity and a prominent white exudative spot was seen in the periretinal area suspect­ing endogenous endophthalmitis. The patient underwent vitrectomy with ophthalmic tamponade, post systemic treatment with antiviral and corticosteroid medication, the best corrected visual activity (bcva) in the right eye improved post­ operatively, but suddenly decreased with central scotoma at 4 months postoperatively. Optical coherence tomography revealed a loss of the nerve fiber layer and marked thinning of the ganglion cell layer and inner retinal layer in the paracentral fossa of the right eye leading to visual loss due to retinal toxicity.